Manufacturer narrative:
A ge representative evaluated the system, watched it during surgery and was unable to reproduce the reported problem. The customer reported that rebooting the system had fixed the problem. The system operates as intended.

Event description:
The customer reported the collimator closed during fluoroscopy, and squares appeared on the c-arm display. No patient injury was reported.